Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer reported that she had a seizure. The customer reported that they did not hear any alarms during the event. The customer's blood glucose was 48 mg/dl at the time of the incident. The customer stated that she also had low blood glucose of 25 mg/dl and was treated. The customer stated that her husband treated her and stopped her seizure. The customer stated that she had high blood glucose of 347 mg/dl in her alarm history. The insulin pump will not be returned for analysis.